Event description:
The customer reported the battery led is giving false indications.

Manufacturer narrative:
(B)(4). The customer reported that the battery led is giving false indications. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.